Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule, deflation.

Event description:
Patient reported "possible lump" and "deflation". This record is for the right-side. Device remains implanted. It is unknown if device will be returned.